Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00247 / 00248).

Event description:
It was reported patient underwent initial left total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons. During the procedure, the tibial locking bar and bearing were removed and replaced. Patient underwent a second revision on (B)(6) 2016 due to infection. During the procedure, the tibial stem was well fixed and could not be removed, resulting in a 1 to 2 hour delay in procedure. All other components were removed, and a tibial bearing and femoral cement mold were implanted. A future revision procedure has been indicated to remove the stem; however, a third revision has not been reported at this time. No further information has been provided.